Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they found air bubbles from about 0.5 a centimeter in the reservoir. The customer blood glucose was 7.9 mmol/liter. The insulin pump not be return for analysis.